Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert the zso-7-10 in the biliary duct. So, the nurse prepared the zso-7-10, and the pigtail section was bent as she moved the stent sleeve to the pigtail section. She tried to pass the guide wire into the zso-7-10, it was impossible. He used 2 new zso-7-10.

Event description:
A supplemental report is being submitted due to completion of the investigation on 7 jul 2025. Additional information received on 24-jun-2025. Complaint products occurred prior to insertion into patients. The doctor wanted to insert the zso-7-12 in the biliary duct.so the nurse prepared the zso-7-12, and the pigtail section was bent as she moved the stent sleeve to the pigtail section. She tried to pass the giuide wire into the zso-7-12, it was impossible. 1.if not with the device in question, how the procedure completed? - he used a new product. 2.please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. - he kept it in the ercproom locker. 3.was the wire guide lubricated prior to use? ¿ yes 4.was the wire guide inspected for damage prior to use? Yes 5.was the device at the center of the complaint inspected for damage prior to use? ¿ yes 6.were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? - yes. (He performed a sphincterotomy). 7.did the patient involved exhibit altered anatomy or tortuous anatomy? ¿ no. 8.what intervention (if any) was required? 9.was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? - same procedure. 10.were any other defects observed on the device prior to return (other than the reported complaint issue? No. 11. Had a sphincterotomy been performed prior to this occurrence? ¿ yes. 12.what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? - olympus, tjf-290v, jag wire 0.025inch. 13.does your medical facility have a service/maintenance schedule associated with its endoscopes? ¿ no. 14.please indicate the location in the body where the stent device was to be placed - biliary duct. ¿ was resistance encountered when advancing the wire guide to the target location? ¿ no. ¿ was resistance encountered when advancing the introduction system in place to the target location? - no. 15.how did the physician determine the length of the stent to be used for the procedure? 16.where was the stricture located in the duct? ¿ cbd stricture.

Manufacturer narrative:
Device evaluation the device evaluation of zso-7-10 of c2234384 lot number could not be completed as the device or photographic evidence was not returned for evaluation. Photographic evidence was returned for evaluation. Manufacturing records review: prior to distribution, all zso devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for zso-7-10 of lot number c2234384 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: as per the instructions for use¿s notes section (ifu0045), which accompanies this device, instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per the precautions section of the instructions for use (ifu0045), "refer to package label for minimum channel size required for this device." And "wire guide diameter and inner lumen of wire-guided device must be compatible." The product label states the guide wire size for use with this device is 0.035". There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). It is known that a 0.025 inch wire guide was used with the device. It is also known from the available information that the incorrect wire guide was used with the replacement device to complete the procedure. However, based on the available information, it appears that the stent was already bent before it was loaded onto the wire guide. As per management of complaints procedure where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance¿. Image review: an image was not returned for evaluation. Root cause analysis: a possible root cause could be attributed to the kink occurring while the stent was being straightened as it was being loaded onto the wire-guide. It is possible that excessive force as the pigtail curl was straightened with the pigtail straightener resulted in the formation of the kinks preventing the wire guide from passing through the stent. Therefore, this will indicate that the use of the incorrect wire guide did not cause the pigtail to become kinked, as per complaint description¿ so the nurse prepared the zso-7-10, and the pigtail section was bent as she moved the stent sleeve to the pigtail section. She tried to pass the guide wire into the zso-7-10, it was impossible.¿ confirmation of complaint the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: confirmed quantity of 02 device, confirmed used. A possible root cause could be attributed to the kink occurring while the stent was being straightened as it was being loaded onto the wire-guide. It is possible that excessive force as the pigtail curl was straightened with the pigtail straightener resulted in the formation of the kinks preventing the wire guide from passing through the stent. Therefore, this will indicate that the use of the incorrect wire guide did not cause the pigtail to become kinked, as per complaint description the complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events.